Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera iii gastrointestinal videoscope tested positive for microorganisms. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
Additional information was received from the reporter. The evis exera iii gastrointestinal videoscope tested positive for greater than four hundred (400) colony forming units of the following organisms: klebsiella pneumoniae, morganella morganli, and pseudomonas aeruginosa.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and the cleaning, disinfection, and sterilization (cds) checklist for the scope. The cleaning, disinfection, and sterilization of the scope was performed the by the customer. The last sampling date was (B)(6) 2021. There was no patient infection. The sampling was routine. The scope was precleaned with water. Scopeclean by albyn medical was used for manual treatment/bedside precleaning along with aniosyme synergy 5 detergent, soluscope cln detergent, and soluscope apa peracetic acid disinfectant. The biopsy valve, air valve, and suction valve underwent the endoscope cycle. Soluscope s4 was used as the automatic endoscope reprocessor (aer) along with soluscope cln detergent and soluscope apa peracetic acid disinfectant. The scope was stored in the hysis 300 after treatment. Maintenance was provided by olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and third party testing. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the scope was cultured. Two (2) colony forming units (cfus) of staphylococcus coagulase negative and gram positive bacteria were identified. The results obtained are in line with the target level. The device was then inspected by olympus where the following defects were found: insulation d/e resistance value is out of specification. Gluing around the charge coupled device lens is porous, gluing around the light guide rod lenses is porous, and peeling in the bending section cover adhesive. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the event was related to the device. The user found greater than 400 cfu of microorganisms from the channel rinsing water in culture after reprocessing, while sbc culture testing showed only 2 cfu after reprocessing in accordance with the IFU. Although the root cause could not be conclusively specified, the information is addressed in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.